Event description:
The customer reported that while performing validation testing between the ortho provue analyzer and manual gel test using a known sample containing anti-kell, the sample failed to react in the mts anti-lgg card lot # 041608001-14. The results on both the analyzer and manual gel test were negative. Repeat testing using an alternate lot of gel cards showed weakly positive reactivity with the sample. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Retain and return testing performed at mts (ocd) with known donor samples containing anti-kell was satisfactory. The customer's complaint was not confirmed. Gel cards performed as expected at the ocd site and no false negative reactivity were observed in any of the gel cards. Batch record review was within release specifications. A complaint review indicated no other similar complaints have been logged against this lot. Incident is isolated.